Event description:
It was reported that the procedure was to treat a chronic totally occluded lesion in the proximal to mid right coronary artery with heavy tortuosity and heavy calcification. Pre-dilatation was performed with the 1.2 x 6 mm mini trek balloon; however, during the first inflation of 5 atmospheres (atm), for 10 seconds, the balloon ruptured. A 1.2 x 12 mm mini trek balloon was then advanced; however, the balloon ruptured during the first inflation of 6 atm, for 10 seconds. A 2.25 x 15 mm trek balloon was advanced, but this balloon also ruptured during the first inflation of 8 atm, for 10 seconds. Dilatation was completed successfully with an nc mercury balloon. It was noted that during advancement of the trek balloons, resistance was noted with the lesion. There was no resistance during removal. The balloons were soaked prior to use and prepped inside the patient's anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough, wizard, guide cath: heartrail. Device (B)(4): incorrect prep. It is indicated that the device is not returning for evaluation, therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The additional (2) mini trek devices were are being filed under separate medwatch reports.